Manufacturer narrative:
Corrected information adverse event or product problem. The MDR report type is adverse event and not a malfunction as previously reported. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the date on the prior filed supplemental report. Incorrect date of 02/27/2020 is being corrected to 02/26/2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced a corneal burn during a cataract extraction procedure. The patient had a small anterior chamber, therefore it was necessary to use a greater amount of ophthalmic viscoelastic (ovd) to inflate the anterior chamber. The phacoemulsification (phaco) tip filled with the ovd upon insertion of the tip into the eye. The ovd was crystallized upon activation of the handpiece and the phaco tip clogged. Without cooling the burn was immediate. The occlusion alarm from the system did sound and was heard by the surgeon, but he did not realize the severity until the burn was noted. The tip was removed form the eye, rinsed and unclogged and the case was completed. A suture was required to close the wound. On post operative day one the patient presented with endothelial detachment and corneal folds. Additional information has been requested but not received.